Event description:
Additional information received from the patient on (B)(6) 2016 reported that he was not sure if the implantable neurostimulator (ins) was tilted, but he noted that when recharging using the "sticky discs" he would usually get 8 bars, but hen after a few minutes, the reading would go down to 6, then 4 or generally 2. After 2-3 tries of resetting, the patient could get 8 bars back, without moving the disc. The patient also noted that when the battery showed that he was about 1/2 charged, the "full charge icon" appeared. Then the patient would have to reset several times to get the charging function back. When the battery showed about 3/4 fully charged, the fully charged icon appeared and the patient could not regain the charging function. A "full charge" lasted about 30 hours so the patient had to wear it sleeping to get a 3/4 charge. The patient noted that the pain level had dropped from 5-6 to 4-5, which was an insignificant improvement.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-20094 for the patient¿s other device issue.

Event description:
Information received from the patient reported that when they turned on their implantable neurostimulator (ins), the therapy was not adequate. The patient had not been able to charge due to coupling issues and that they were in pain. They stated that they were going to have to ¿double up¿ on their pain medications. The patient had been in pain for 5 years, 24/7, and had never left even after implant of the ins. They were never able to get the stimulation to cover below their ankles where 90% of the patient¿s pain emanates from their feet (event thought the problem starts in the back). It was reported by the patient that the pain in their legs and feet are the ¿worst of it¿ so they had never been able to get the full usage of the ins. In addition, the patient reported that they were recharging too often, taking too long to charge, and was unable to charge. The patient was getting poor coupling and had a difficult time getting the coupling bars to fill in (only would get 0-2 bars). They always had trouble with poor coupling and notice that after implant and the scar healed, the ins didn¿t seem flat or parallel to the skin and kind of sat at angle. The patient now used adhesive discs which did not seem to help. The patient contacted the manufacturer¿s representative and was able to get 8 bars filled in but only for a little while as when they moved just a little, they lost the bars. After reviewing recharging best practices and attempting a recharge session, poor coupling was on the recharger screen. The patient was able to communicate with another external device. When the antenna locate (al) feature was used and a recharging session attempted the issue did not resolve. The ins was half full and the patient was worried about not being able to charge it. The representative told them that event with poor coupling they should be able to charge the ins. The patient noted that they had charged the ins for 5-6 hours with 0-2 coupling bars and the implant did not seem to be charging up. Additional information received from the manufacturer¿s representative reported that they spoke with the patient and they were able to get an excellent connection. The patient was to meet with another representative on (B)(6) 2016 to make sure everything was still working well. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.